Event description:
It was reported that during a port placement procedure, the stem was allegedly damaged when the physician grabbed it with forceps. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport clearvue implantable port was received for evaluation. Visual, microscopic, and functional evaluations were performed. The port stem was noted to be deformed as it was noted to be split into four regions. Therefore the investigation is confirmed for the identified fracture. However the investigation is unconfirmed for the reported material integrity issue as the more specific damage such as fracture is identified during investigation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the stem was allegedly damaged when the physician grabbed it with forceps. There was no reported patient injury.